Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic after feeling a vibratory patient notifier with episodes of non-sustained rv oversensing. Crosstalk was observed. The oversensing was unable to be reproduced in-clinic with forced atrial pacing. There were no programming changes made.